Event description:
User facility reported during a left heart catheterization, air was injected into a pt. There were no clinical symptoms reported. The pt's condition was monitored. (B)(4).

Manufacturer narrative:
Additional 510k number: k010390. The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist's medical advisory board members reviewed the info and a copy of the cine-angiogram provided by the hospital of the event. The angiogram shows two air bubbles about 3 - 3.5 mm in diameter injected into the left circumflex on the first injection, which utilized a guiding catheter. Blood flow appeared normal on the next injection. There were no clinical symptoms reported. The likely source is an incomplete set-up purge of air in a "y" connector, but the source cannot be identified with certainty. There is no evidence of device malfunction based on the results of the injector testing. Additional applications training was performed on (B)(4) 2012. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.